Event description:
Patient had implant of vaginal mesh that was done at an outside hospital approximately four years ago. Almost immediately after that surgery, she had vaginal and leg pain. The mesh implant that had been placed with an uphold mesh along with an anterior repair performed with a porcine product using ethibond sutures. This surgery is for chronic pelvic pain following insertion of a vaginal mesh implant, status post multiple attempts at excision of mesh implant.